Event description:
Death [death]. Case (B)(4) is a serious, spontaneous case received from a non health professional via a regulatory authority in united states. This report concerns a patient of unknown age and gender who died during treatment with euflexxa (sodium hyaluronate) solution for injection (route, concentration, and dose unknown), for osteoarthritis from an unknown start date to an unknown stop date. It was reported that the patient was deceased on (B)(6) 2017. No additional information was provided. The patient died on (B)(6) 2017. Action taken with euflexxa was unknown. At the time of this report, the outcome of patient is deceased was fatal. Concomitant medication use and medical history were not reported. All events in the case were reported as serious. At the time of reporting the case outcome was fatal. Overall listedness (core label) is unlisted. Reporter causality: not provided. Company causality: not related. Other case numbers: case number, others = mw5073893. This ae occurred in the u.s and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.